Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: a review of the black box indicated that the last basal and bolus deliveries occurred on (B)(6) 2014. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the black box indicated that on (B)(6) 2014, deliveries were interrupted from 11:02 to 11:20 due to an unexplained loss of prime event. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Investigation revealed that the cartridge compartment was cracked in multiple places. The cartridge cap was not returned with the pump for investigation. A test cartridge cap was not able to fully secure to the pump due to the cracks in the cartridge compartment. Investigation also revealed that the battery compartment was cracked. The returned battery cap was able to attach securely to the pump and the pump powered on normally. Additional testing could not be completed due to the cartridge compartment damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that he was unable to use the pump due to damage to the cartridge compartment and that he was experiencing elevated blood glucose (bg) while on a back-up plan for insulin delivery. The reporter stated that he had been on injections since the previous night, and that his bg was over 600mg/dl with no signs or symptoms of hyperglycemia. The patient stated that the threads on the cartridge compartment were broken and he was unable to secure the cartridge cap, making the pump unusable. The patient noted that the cartridge compartment has been damaged for ¿some time now¿. The patient denied any power issues with the pump and denied any moisture or corrosion inside the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to pump damage that caused the patient not to be able to use the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.